Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016 right ventricular (rv) lead pacing impedance rose to 1650 ohms and then to 2159 on (B)(6) 2016 up from a trend 367-559 ohms.

Event description:
It was reported that the patient's lead had high thresholds, high impedance and a possible fracture. The lead was capped and replaced.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.